Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the reported event could be attributed to the procedure when the guide wire was turned quite a few times in one direction to advance through calcium, and to the delayed recognition of trapping of the guide wire distal end. It was also mentioned that the patient had no sequel of the reported event and scheduled to be discharged two days after the procedure. He would be followed up by CT scanning. The returned guide wire was found fractured at approximately 12mm to the distal tip from the middle solder, 15mm to the distal end. It was found bent at approximately 2mm to the distal end from the fracture portion, while the proximal portion from the middle solder was found with disarranged coil pitch that could be attributed to accumulation of the rotational force. By magnified observation of the fracture portion, the coil wire was found tightened into the core wire as if to cover up the coil wire. When the coil wire was stretched to observe the core wire fracture surface, the location of the core wire fracture was found almost identical with that of the coil wire. On the shaft surface near the fracture portion there was a circumferential striation which is typically found when a guide wire gets fractured after repetitive bending and stretching force is applied. There were also circumferential patterns at regular intervals that were generated when the coil wire was tightened. As a result of the detailed investigation of the returned guide wire, it was confirmed that the subject guide wire was fractured at approximately 3mm to the distal end. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was concluded that the core wire got fractured after the repetitive bending and stretching force was locally accumulated to the distal portion as pushing and pulling force was applied while the distal end of the subject guide wire was trapped by calcium. Due to the rotational force simultaneously applied, the coil wire was tightened into the core wire and got fractured. It was concluded that there was no indication of product deficiency. The instructions for use states: - [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel; - [warnings] if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?¿) in the same direction; and, - [malfunctions and adverse effects] separation or breakage of the guide wire.

Event description:
Occlusion was found in the posterior tibial artery and superficial femoral artery. During a ppi to treat a heavily calcified occlusion of approximately 20cm in length, two or more non-asahi microcatheters and guide wires were used in combination to cross the lesion, but none of the guide wires was successful. When the subject guide wire was used and advanced to the middle portion of the lesion, the distal end of the guide wire was trapped by the calcium and fractured. As the fragment was confirmed sunk into the calcium, retrieving it was considered difficult. The subject guide wire was replaced by a new one to continue the procedure. A stent was deployed for revascularization and for fixing the subject guide wire fragment against the vessel wall. The ppi procedure was completed at this point. Treating the posterior tibial artery was shelved on the ground that there was blood supply from collateral channels and the irradiance level was expected to be high.